Event description:
Invalid result (s). Result did not develop in a way that it could be interpreted. The user performed the test procedure correctly. Unable to determine if positive or negative due to pink smear in the c and t region.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2010002 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples from cov2010002 met the qc criterion. The issue was not found with the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Result did not develop in a way that it could be interpreted. The user performed the test procedure correctly.unable to determine if positive or negative due to pink smear in the c and t region.